Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include but are not limited to renal occlusion. In addition, the IFU warns, ¿do not cover significant renal arteries. Vessel occlusion may occur.¿

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment of an abdominal aortic aneurysm and bilateral common iliac artery aneurysms using gore® excluder® aaa endoprosthesis. The final angiography imaging revealed that the bilateral renal arteries were unintentionally partially covered by the device. No additional treatment was performed since there was no obstruction of blood flow. The physician elected to monitor it. The patient tolerated the procedure. Reportedly, the trunk-ipsilateral leg component was deployed at below the bilateral renal artery, but it seemed like it was pushed proximally when the ipsilateral leg was deploying.